Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the air leakage was found on this product from the start of use. So, this product couldn't hold air. Therefore, the surgeon used an alternative same product to complete the surgery. There was no harm to the patient, but there was a 0-15 minute delay to prepare an alternate product. No adverse event was reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h5, h6, h8, h10. Visual examination of the returned product/provided pictures revealed no obvious tears or damage. Functional testing found that a leak existed at one of the right angle cuff ports. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information.